Event description:
The screw fell out of the instrument while in contact with the patient. Additional information was requested on 09-25-2002 from the user facility. To date, no further information has been received.